Manufacturer narrative:
Tested the bolus wizard feature functioned properly during testing; bolus delivery was shown properly in the daily history screen. No bolus wizard and manual bolus anomalies noted during testing. Device passed displacement test. Pump error 63 was present in the device trace download and pump error 63 alarmed during self test due to broken trace at u1 pin 6 on keypad assembly. Unable to verify audio/absence of alarm due to pump error 63.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was vibrating but there was no sound. They did not hear the difference between the audio volumes 1 and 5. The device did not pass troubleshooting. The customer¿s blood glucose during the incident was 110 mg/dl. The device will be returned for analysis.